Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that there was a defect in the packaging. Please explain specifically what that defect was. Did the defect compromise the sterility of the device? An unopened sample of product code pvm2m3 lot # he8ckhq0 was returned for analysis. During the visual inspection of the sample, the foil packet was inspected and some holes were found at the middle back foil packet. The condition of the holes could not be determined since excessive manipulation could be observed.

Event description:
It was reported that the device package was found to have a defect. There were no reported adverse patient consequences. Upon device evaluation, holes were found in the middle of the foil packet. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: 1. It was reported that there was a defect in the packaging. Please explain specifically what that defect was. The packaging is ripped and teared when the customer used it. 2. Did the defect compromise the sterility of the device? Yes, when the customer noticed that the packaging is ripped and teared, they returned the product so the sterility is compromised but it's not used on patient.